Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unspecified date in (B)(6) 2013. A batch review was conducted for potentially associated lot numbers h13e21067 with no issues noted during the manufacturing process. There were no deviations from standard procedure. This is the same patient as (B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is report 4 of 4 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was not hospitalized for the event. The patient was transferred to an emergency department for recovery and began treatment with unspecified oral antibiotics (500mg daily for 10 days). Treatment was ongoing and the patient was recovering from the peritonitis. The cause of peritonitis was unknown. No additional information is available at this time.